Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was reportedly 400 mg/dl at the highest. Reportedly, the customer was using apidra insulin. Tandem technical support educated the customer that apidra insulin is contraindicated within the tandem system. Customer acknowledged. System check could not be performed as the issues occurred in the past.